Manufacturer narrative:
D9: 22-oct-2025. H3: one used product from lot number 6037845 was received for evaluation. Visual inspection of the device observed it to be broken and separated at the y-connection site. Two units of list #21-7092-24 were received and the male luer check valve bond was observed to be broken on both sets. The deformation of the breaks showed beach mark and smooth sections. Functional testing was performed, and no leakage was observed on either set. The complaint of broken y junction site can be confirmed. The probable cause of the damage is due to excessive bending/twisting forces applied during use. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while the patient infusion was in progress, the tubing broke at the y-junction. The tubing was promptly replaced with a new one. There was no patient injury.